Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). It is not possible to evaluate the device due to the civil war and political situation in the reporting country. No further information will be provided. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Return of the device is not possible.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). (B)(4). Sorin group received a report that pumps 2, 3 and 4 for the s5 system stopped and displayed errors and the display of pump 1 went blank during a procedure. Restarting the s5 system and all individual pumps did not resolve the issue, so pump 5 was started and another pump was hand cranked to complete the procedure. It was also reported that the control panel of the s5 system displayed multiple messages indicating a loss of power despite no power interruption occurring. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that pumps 2, 3 and 4 for the s5 system stopped and displayed errors and the display of pump 1 went blank during a procedure. Restarting the s5 system and all individual pumps did not resolve the issue, so pump 5 was started and another pump was hand cranked to complete the procedure. It was also reported that the control panel of the s5 system displayed multiple messages indicating a loss of power despite no power interruption occurring. There was no report of patient injury.